Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient said the response was intermittently delayed. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.